Manufacturer narrative:
Unit received with constant external flash crc error alarm, problem isolated to mother board. Unable to perform self-test and displacement test due to external flash crc error alarm.

Event description:
Customer reported via phone external flash crc error on the insulin pump. Customer¿s blood glucose level was 72 mg/dl. Troubleshooting was performed. Customer advised they were able to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.